Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 18 to 25.6 mmol/l with extreme thirst associated with an alleged insulin on board calculation issue with the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the insulin on board (iob) was not calculating correctly into the bolus total. During troubleshooting, the patient did an air bolus of 1 unit and the iob immediately showed 0.91 mmol/l but later during the call iob showed 0.98 mmol/l; again, later during the call when calculating with ezcarb the iob was 0.94 mmol/l. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: the black box data and histories for the event date (B)(6) 2017 were overwritten therefore they were unavailable for review due to continued use of the pump. The investigation was unable to determine the insulin on board (iob) settings from the event date. The pump was returned with the iob enabled and the iob duration was set to 4.0 hours. A bolus was performed and it was accurately reflected in the iob. An ezcarb bolus was programmed with the blood glucose above, within and below target. The pump adjusted the calculated amount correctly. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.